Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported on february 06, 2017: a male patient underwent a procedure to replace an existing smart port that had been initially placed in the patient on (B)(6) 2016 due to a malfunctioning of the device. It had worked successfully prior to a fracture in the catheter. According to the surgical pa, the patient said "a motorcycle had fallen on him a while back." It is suspected that is when/how the port was damaged. The patient was not specific about when the accident happened and it is unknown how long it was between the accident and when the damage to the catheter was discovered. It was reported defective device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a single titanium port with catheter tubing detached. As received, the port catheter tubing was separated from the port. The blue boot was attached to the port stem with a short piece of the catheter under the blue boot. Stains are noted at the 15 cm and 18 cm areas. The catheter was connected to the port at the 0 cm tip, it appears to have been trimmed to 22 cm. The customer's reported complaint description of catheter fracture is confirmed. Although a definitive root cause could not be identified, the patient indicated that a motorcycle had fallen on him. Most likely, this is the cause of the fracture. The catheter was found to be normal in appearance and measured within specification. The catheter was found to be attached to the port backwards. The tip, which is at the 0 to 1 cm mark was attached to the port. The tip contains barium sulfate enabling it to be a locator when attached to the port in the proper orientation. A ship history report review of affected lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. No manufacturing related or any other defects were noted during the evaluation. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).